Event description:
Caller tested 3.9 inr and 2.7 inr on the coaguchek xs system. No actions taken based on device results. No adverse event reported. Requested return of suspect system.

Manufacturer narrative:
The event occurred in (B)(6).